Event description:
It was reported that the patient had a retained patellar component from primary tka. Subsequent to revision tka, she developed anterior knee pain with the zimmer patella previously implanted. The surgeon removed that component to put in a sigma component and also changed the poly while in the joint. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".